Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020.

Event description:
It was reported that the patient had pain at the ipg site and the patient had difficulty charging the ipg. Database analysis of the battery discharge revealed no anomalies. The charge profile shows signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The impedance measurements revealed a high value on port b (1 contact). The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.